Event description:
The customer reported via phone call that she has reset the pump 7 times and she keeps receiving a button error on the pump. Customer's blood glucose was 498 mg/dl at the time of the incident. Customer stated that she received the alarm when she was wearing the pump in her bra and sweating. Customer treated with an injection. Customer stated that she had left the pump at home when she went to work and could not troubleshoot. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.

Manufacturer narrative:
The pump was received with an intermittent button response due to the corroded keypad traces. There were no button error alarms noted. The pump was received with a cracked case at the display window corners and battery tube threads. The pump was also received with minor scratches on the lcd window.